Event description:
A demented male resident was found with his chest (42") entrapped in the 15" opening of zone 6 of bed, with his head dangling near the floor. Bed rails (split type) were in the full upright position and soft waist restraint was intact as per physician's order. Resident was conscious and responsive and was assisted back to bed by staff. Vital signs were obtained and were within resident's normal limits. Skin abrasions, without tearing, were noted in 3 areas. Wound care given. Physician and family were notified. Corrective action/modified care plan: side rails discontinued. Soft waist restraint discontinued while in bed. Bed placed in lowest position at all times. Tab alarm attached to clothing while in bed. Floor pads placed by side of bed. Staff rounds increased from hourly to every 30 minutes around the clock.